Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the mechanical circulatory support coordinator that this patient was at home getting out of bed and heard "chirping noises". When the patient looked at the controller screen it was blank. He double checked his battery connections and noted that they were secure. The patient also denied hearing an audible double power disconnect alarm. A few seconds later the controller screen came back on. Then, a few seconds later the sequence repeated itself. The patient called the vad coordinator and went in to the clinic. The site sent log files sent and performed a controller exchange without incident. No further information was provided.

Manufacturer narrative:
The controller and was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the connection between a battery and the controller during the analysis of the unit. Results revealed that the electrical connection was stable. Event log file shows two power up events with their associated motor start on (B)(6) 2017 at 08:12:34 and 08:12:51. Fifteen (15) minutes before the loss of power, the controller was connected to (B)(4) with 69% rsoc on power port 1 and a ac adapter on power port 2. Fifteen (15) minutes after the controller power up, the controller was connected to (B)(4) and (B)(4). (B)(4) and (B)(4) capacities were logged as "202," which indicates that the batteries experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that power source 2 connected prior to the loss of power was replaced. Based on the available information, the most likely root cause of the reported loss of power can be attributed to an accidental disconnection of both power sources heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.